Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that the cd 22 hemoglobin controls, run on the cell-dyn 3200 analyzer, is showing a difference between the morning and evening results. The customer also tried the cd29 controls without an issue. The customer is questioning the hemoglobin stability on the cd22 controls. There is no impact to patient management reported.